Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 176 mg/dl, and the meter bg reading was 30 mg/dl. As a result of the increased basal customer's blood glucose (bg) level lowered to 30 mg/dl. Customer went to the emergency room and was treated with intravenous fluids of saline. The customer was discharged three hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.